Manufacturer narrative:
G5: 510k is blank; this product code is exempt from premarket submission. H3 - other: device has not been returned for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the dial in the oxygen flow was defective. Patient involvement is unknown.

Manufacturer narrative:
It has been determined that complaint file (B)(4) was assessed as reportable in error. Manufacturing report number 3012307300-2024-00086-00 was reported in error. Please disregard the previous submission. Event was not malfunction reportable.